Event description:
Wife reports cadd cassette lot number 4089477 alarmed. No disposable clamp tubing on both pumps, mixed new cassette with different lot number. Pump running without alarm, no further details provided.